Manufacturer narrative:
The cause of the access site bleeding was not determined. The impella tempubunsho recommends that during impella support the patient should be anticoagulated to where the patient¿s activated clotting time (act) is between 160 and 180 seconds. If the patient¿s act is above this range then there is an increased risk of bleeding at the impella access site. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The complainant reported a female (B)(6) patient whose age was not provided had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was mentioned that the patient developed bleeding at insertion site during removal the pump for which blood products were administered. No further information was provided.